Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with minor scratches on lcd window and scratched case.

Event description:
It was reported that the insulin pump had a deep scratch in the display. The customer stated that they bumped against something in the department store. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.